Event description:
It was reported that there was an unknown catheter issue and a catheter revision was planned for (B)(6) 2015. It was unknown whether the patient had any symptoms or complications and the patient status was not obtained at the time of this report. The pump was used to infuse baclofen (lioresal). No outcome was reported for this event. Follow up was being conducted to obtain additional information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient¿s catheter was revised on (B)(6) 2015. The catheter issue was that the cervical placed segment slipped down to the thoracic level after breaking. The location of the catheter issue was the cervical distal segment. The catheter issue was identified when the surgeon performed laminotomy and replaced the distal segment; and connected it to the existing proximal segment. The old distal segment was left in place. It was unknown how the patient was doing after the revision. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.